Event description:
Medical affairs has been unable to get in contact wiht the patient; therefore, sent the patient a letter to obtain more clinical information. The patient called alleging low readings on the lifescan meter. The patient tested and received a 90 mg/dl and then felt dizzy. 21-30 minutes later the patient was tested in the lab and received a 400 mg/dl and was treated wiht insulin. The patient received diabetes advice from a medical professional. The patient did not have a check strip or test strips to test the meter or test strips. The technique of applying blood on the test strip was correct. The patient was unable/unwilling to verify how they had been cleaning the meter. Customer services sent the patient a replacement meter. Based on the information provided at this time, there is no evidence of a malfunction. The patient suffered a serious injury and the meter may have contributed to the injury.